Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had a stored signal artifact monitoring (sam) episode which revealed a high out of range impedance measurement on the non-boston scientific right atrial (ra) lead. Technical services (ts) recommended to evaluate the respiratory rate trend. No adverse patient effects were reported. This product remains in-service.